Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units display was not working, and they were having trouble installing software. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)) it was reported by stating that the staff at the customer site broke the screen on the cardiosave intra-aortic balloon pump (iabp) and was having problems with installing the software. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that unable to get new screen to working. Software installed and cardiosave checked, with no remarks. No fault found. The iabp returned to the customer and cleared for clinical use.